Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp reporting that the patient's settings were high voltage resulting in the battery draining quickly. The hcp reported that the battery voltage was 2.69 when the patient was referred for replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had their ins replaced on tuesday because their ins was low. Patient stated that their batteries should last longer. Patient stated one was set high and one was set to low. Patient was unsatisfied with longevity of the ins batteries the patient had. Patient was going to explore rechargable options with their hcp. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient's ins did not last that long and already needed to be replaced. Their ins showed on, ok, but their healthcare provider (hcp) told them it needed to be replaced on (B)(6) 2018. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that it was unknown what circumstances led to the rapid depletion. No further patient complications have been reported as a result of this event.